Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 8 years and 11 months following the implant of this transcatheter bioprosthetic valve, previously implanted within a surgical non-medtronic valve, worsening shortness of breath developed. The primary physician indicated no acute heart failure but a murmur was present suggestive of advancing aortic stenosis. Per the physician, the cause of the shortness of breath was not known. Additionally, the cause of the murmur was not verified nor confirmed. Five days later the patient died. The death was reported as non-cardiovascular. The specific cause was not reported. However, the physician reported the shortness of breath and subsequent death as unrelated to the valve itself and the unconfirmed stenosis not verified to have contributed to the death.